Event description:
It was reported that this right ventricular (rv) lead presented a lead conductor fracture. This was confirmed by x-ray and fluoroscopy. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured outer coil conductor, located ~19 cm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead presented a lead conductor fracture. This was confirmed by x-ray and fluoroscopy. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.